Manufacturer narrative:
The reported event was not duplicated during the functional evaluation. After disassembly, the technician noted a small amount of corrosion on both of the magnets.

Event description:
It was reported by the user facility that the remb handswitch keeps running when the safety is on. The user facility was not able to provide any further information regarding the reported event.